Event description:
Healthcare professional reported rupture diagnosed via ultrasound. Later healthcare professional reported "in the left breast, clumping of implant content is evident; implant shell has a blurred contour; silicone leakage beyond outer shell. In the inner quadrants: disruption of implant continuity ¿ rupture. In the left axilla: several hyperechogenic, siliconized lymph nodes of up to 22 mm in size" via ultrasound this record is for the left side. Device was explanted and replaced with a non abbvie device.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, and lymphadenopathy.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture/silicone migration: observed an opening assessed as fold flaw opening. ¿ lymphadenopathy: unable to observe as it is not related to the manufacturing process. As per the investigation procedure crease, wear abrasion and non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture diagnosed via ultrasound. Later healthcare professional reported "in the left breast, clumping of implant content is evident; implant shell has a blurred contour; silicone leakage beyond outer shell. In the inner quadrants: disruption of implant continuity ¿ rupture. In the left axilla: several hyperechogenic, siliconized lymph nodes of up to 22 mm in size" via ultrasound this record is for the left side. Device was explanted and replaced with a non abbvie device.